Event description:
It was reported that a half day infusor had fluid that remained in the balloon after use. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The age of the patient is unknown, however, it was reported that the patient was a child this lot was manufactured between december 19, 2013 - december 20, 2013. Baxter received one unit for evaluation. The unit contained approximately 25 ml of fluid in its reservoir. Visual inspection on the unit showed no signs of blockage or physical abnormality that could have caused the reported condition. A functional test was performed by removing the luer cap from the unit¿s distal luer. As a result, evidence of flow was visually observed at the distal luer; the reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.